Manufacturer narrative:
Additional information - block d4 (UDI) investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
The a malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Procode: the code gei was selected.

Event description:
It was reported that there was an issue with pm438r - jaw ins.bip.maryland diss.fen.5/310mm. According to the complaint description, it was used as usual and the abdomen was closed. After the endoscopic surgery, it was confirmed that what seemed to be a fragment of forceps was reflected on the portable. At the same time, it was confirmed that the tip of ab was missing. The doctor reinserted the port and removed the debris. This malfunction prolonged surgery time. Additional information was not provided nor available / was not available. The a malfunction is filed under aag reference (B)(4).